Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a button error on his insulin pump. He cannot clear the alarm. Customer's blood glucose is 126 mg/dl. There were no significant events leading to the alarm. Customer stated there is damage to the keypad from normal wear and tear. He was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.